Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported unspecified tissue injury appears to have been a result of user technique/procedural conditions. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve at a2p2. When closing the clip, a new jet was noted between the anterior mitral leaflet (aml) and the clip arm. The clip was opened and a tear was noted in the leaflet. It was decided to move the clip to prevent further damage to the aml. The clip was positioned medial to the tear and the clip deployed, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.